Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the stethoscope was not working well and noise in the image during diagnostic stroboscopy procedure involving an olympus video system center. The event occurred while the patient was under sedation and the device was inside the patient. There was no patient injury reported.